Event description:
The customer complains about blood leakage during treatment, and the rupture of a capillary. The patient suffered no harm. No more information available.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined.